Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. All proximal revitan components are compatible with all distal ones. For all the other components, the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of incoming information: it was reported that a patient was revised due to revitan pin breakage. All retrieved components were received in the same bag without separate packaging that would prevent further damage to the explants during shipping. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 4 mm below the proximal end of the distal part. The surfaces show a fatigue fracture with the origin on the lateral side. Both fracture surfaces exhibit a polished area on the medial side. Macroscopically, no defects that could have triggered or favored the fracture were found on the fracture surfaces. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The connection pin shows an almost circumferential stripe with a width up to 3 mm. Closer inspection of the stripe with the microscope revealed a mixture of slight fretting, corrosion, polishing and some darker lines probably indicating secondary cracks. Adjacent to the stripe joins the original surface with machining marks followed by the blasted area. In the latter there is a small slightly polished area on the posterior side. There is a bone fragment, approximately 5 x 4 mm in size, between the connection pin and the lateral nose of the proximal part. Scratches, most probably from the revision surgery, can be seen on the proximal part of the revitan stem. On the anchoring surface there are no signs of bone ongrowth. Polished areas can be observed on the medial side extending to the posterior side. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, cuts and instruments marks as well as a bore approximately 7 mm in depth are recognizable. Marks most probably deriving from the setting instrument and a small polished area can be observed on the medial side of the face surface. On the lateral side of the face surface the inside and the outside of the stem body is worn most probably due to the contact with the connection pin after the fracture. In the as-received state the cocr head was still mounted on the stem taper. For further investigation the head was disassembled. With the exception of some fine and coarse scratches seen on the articulation surface the cocr head is unremarkable. The coarse scratches could derive from revision surgery and/or shipment to zimmer. Head and stem taper are inconspicuous. The latter has a dark grey color and its proximal end appears slightly bluish. This is probably the result of a difference in the thickness of the oxide film. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted a revitan dist. Straight 22/200 on (B)(6) 2008 on the left side. The patient underwent a revision surgery on an unknown date due to breakage.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed.  As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan hip on an unknown date. A revision surgery was planned on (B)(6) 2015 due to breakage.